Manufacturer narrative:
(B)(6). Three pictures were received for evaluation. During the analysis conducted, the back side of the pouch product could be observed. There were two pictures in which the asv was loose to the tubing set, however it was not possible appreciate the bonding condition. The complaint was not able to be confirmed.

Event description:
Information was received indicating that the smiths medical cadd administration set lines (cm7386) broke apart during therapy. The solution started dripping and infusion was interrupted. The patient flushed the tubing and did everything she could to control the situation. There was no reported adverse event.